Manufacturer narrative:
Sorin group (B)(4) manufactures eos oxygenator. It is a component of the perfusion tubing system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this medwatch report is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist reported that blood flow was restricted and would not pass from the cardiotomy reservoir to the venous reservoir. Instead, the blood flowed to the outside of the reservoir. It was reported that there were four different sucker lines used during this procedure. The unit was not returned for eval. Instead, the perfusionist provided pictures of the device. Sorin group (B)(4)stated that the pictures confirmed the reported problem. Without the physical device, the cause of the problem could not be determined. Based on historical data, high air to blood ratio coming from sucker lines can partially occlude the filter resulting in reduced or blocked flow. Sorin group (B)(4) concluded that this type of incident is consistent with platelet activation and increasing clotting of the filter over time by micro aggregates. It appears that the phenomenon is linked to pt hematological conditions, as well as surgical-pharmaceutical conditions. No further action is required. There was no report of pt injury. However, an allegation was made that the situation was considered serious. This medwatch report is being filed as a result of this action.

Event description:
The perfusionist reported that blood flow was restricted and would not pass from the cardiotomy reservoir to the venous reservoir. Instead, the blood flowed to the outside of the reservoir. It was reported that there were four different sucker lines used during this procedure. There was no report of pt injury.